Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 06/14/2023. It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6)2023. The patient had an unspecified malfunction the same day after the sensor was inserted in the abdomen. The patient experienced disorientation. The wife treated the patient with juice (sugar) and called an ambulance. The paramedics took a blood glucose reading which was below 40 mg/dl. The paramedics treated the patient with transcend glucose 15 mg, fruit and candies. At the time of the call the patient was feeling fine. It was reported that the patient was unsure if the sensor was inaccurate during the incident or if they just did not hear the alert on the receiver since the patient was sleeping when the event happened. There were no cgm (continuous glucose monitor) readings reported. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced inaccurate cgm values which occurred the same day the sensor had been inserted in the abdomen. The patient experienced disorientation. The wife treated the patient with juice (sugar) and called an ambulance. The paramedics took a blood glucose reading which was below 40 mg/dl. The paramedics treated the patient with transcend glucose 15 mg, fruit and candies. At the time of the call the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.